Event description:
Surgeon is reporting an inlay luxation. Patient received a hip-tep in another hospital on (B)(6) 2020. A pe lipped liner was inserted. Since (B)(6) 2023, the patient reported crunching and pain in the hip without trauma. Radiologically, the case appeared to be inlay wear. However, intraop inlay dislocation was found. The inlay was plastically deformed.

Manufacturer narrative:
Product complaint # (B)(4). D4 - the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic and x-ray evidence was able to confirm the disassociation event of the liner and the cup. The femoral head appears to be in unintended contact with the inner surface of the cup and presents metal transfer, it is not unreasonable to conclude that audible sound would be present. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.